Manufacturer narrative:
.

Event description:
Procedure: lvrs, patient sex: unk. According to the reporter: the handle snapped when the surgeon fired the device. The doctor claimed that the tissue was normal. However, there was "some" additional tissue damage. Some of the staples didn't form perfectly when the handle snapped and left a hole according to the doctor. The surgeon then used a different type of stapler and sutures to finish the case.

Manufacturer narrative:
Uss reference #: (B)(4).

Manufacturer narrative:
We have researched the issue and are not able to find an initial report with a completed 3500a form. A review of the records indicates the initial 3500a form that was submitted is apparently (and unintentionally) left blank.

Event description:
Dr. (B)(6) was performing a lvrs and the handle snapped 5 different times. The doctor claimed that the tissue was normal. I was not present so I did not see the speed at which he was firing. He did not pre-compress any tissue. The patient ended up ok. He said he solved the problem by asking for a ethicon ez45 green. Yes there was some additional tissue damage. Some of the staples didn't form perfectly when the handle snapped and left a hole according to the doctor. Suture and re-stapling.